Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient, who lives at home in a rural area called because he experienced a driveline fault alarm. Data log files submitted to the manufacturer approximately 8 days later confirmed driveline fault events, indicating that ther eis a possible issue with the brown conductor of the percutaneous lead. The hospital exchanged the system controller with another system controller to see if the driveline fault event reoccurs. X-rays submitted to the manufacturer show 1 small section with shield separation. Information provided approximately 2 days later indicated that no further driveline fault alarms have occurred since the system controller exchange.

Manufacturer narrative:
The report of driveline fault alarms was confirmed based on the evaluation of the submitted system controller log file. A specific cause for the alarm event however, could not be determined as the patient remained ongoing on the lvad. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.